Event description:
The customer reported to baxter that the tip of a 60ml prefilled syringe (customer thinks it is a bd syringe, lot 072620100254) that broke off into the luer of an anti-siphon pca extension set. There was no patient injury or medical intervention necessary. The condition occurred while connecting the two, but the patient was not attached. No additional information is available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). One actual sample was returned by the customer for evaluation but the evaluation has not yet been completed. A follow up MDR will be submitted upon completion.

Manufacturer narrative:
(B)(4). The customer returned one actual sample for evaluation. During visual inspection the reported condition was confirmed. The unit had a broken piece of an unknown component inside of the disk snap on the bard. A batch review was performed on the reported lot with no deviations found. The cause for this condition was not found to be related to baxter's manufacturing process. An assignable root cause could not be determined.